Event description:
This report cities a complaint by a distributor for leaking infusion sets. The distributor rec'd a report from one of their customers who claim that 6 of 18 sets leaked when used during chemotherapy (5-fu) treatment. There is no report of injury.